Event description:
Adhesive adverse reaction; I was using a zio patch heart monitor, applied (B)(6) 2021. It started itching within an hour or so. By (B)(6) 2021 it was itching a lot, and my face was swelling and turning red. I went to the ER and was treated with benadryl and famotidine. I removed the zio patch at the ER. Over the course of the next week I developed hives and severe itching at the attachment site, and on my arms, head face and torso. I visited my pcp on (B)(6) 2021 and she prescribed betamethasone for one week as needed, which I used. The hives and itching did not begin to improve until the following week - around (B)(6) 2021. I continued to take benadryl and famotidine for the next few weeks, stopping benadryl about (B)(6) 2021. Today is (B)(6) 2021 and I am still itching, the skin texture where the patch was applied has changed, and I still have a rash, but it does not itch. Note that I started a medrol pack on (B)(6) 2021 so there is some question regarding what caused my facial swelling but given the rash that I ended up with it is clear to me that the patch is what caused my problem. I do have a history of poor reaction to adhesives. A couple of years ago I had a systemic reaction to a lidocaine patch which I attributed to a lidocaine response, but in retrospect (after this recent episode) I am wondering if it was the adhesive in the patch instead, and not the lidocaine. FDA safety report ID # (B)(4).